Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported to fresenius this anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a pd catheter (not a fresenius product) malfunction attributed to peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler wand the adverse event of peritonitis, characterized by catheter complications. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event.

Event description:
A registered nurse (rn) reported to fresenius this anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a pd catheter (not a fresenius product) malfunction attributed to peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained.